Event description:
It was reported that the patient was experiencing abdominal pain. The physician believed that the pain was caused by the patients epidural space being too narrow for a paddle lead. The patient underwent an explant procedure. The explanted lead was discarded by the medical facility.